Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the emergency knob did not work. One flex cable of the keypad was not completely connected into the connector and caused the failure that the emergency knob did not work. It was also noted that the device failed incoming functional testing and the battery contacts were visibly contaminated. As a result the device was cleaned, and the battery contacts were inspected and any visible signs of contamination were removed. The device then passed all final tests.

Event description:
It was reported that the asynchronous emergency mode of the external pulse generator (epg) was not working and preventive maintenance was due. The epg was returned to the manufacturer for servicing. There was no patient involvement.